Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing for threading/connection issues (connecting each device to a holder) and no issues were observed relating to difficult to perform function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to perform function. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced integrated holder separated from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: the distributor's consultant reports that a customer was using a parallel adaptor that it's not bd's, and has noticed that the eclipse needle was releasing from the adaptor during the use. When questioned if it released because it broke or because it unthread, the customer reported it unthread.